Manufacturer narrative:
The suspect device, a prolieve catheter, was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number, 614692, provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that while preparing for a procedure involving the prolieve thermodilatation kit, the catheter anchoring balloon leaked on testing. The procedure was completed successfully with another prolieve thermodilatation device. There was no complication and patient's condition was reported as fine.